Manufacturer narrative:
This device is not available for analysis. (B)(4).

Event description:
Per the clinic, the device was explanted due to extracochlear electrode array placement.the device was explanted (B)(6), 2001, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B)(4).